Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj) outer was analyzed and the reported error 32101 was confirmed and replicated. In logs, error 32101 was confirmed coupled with error 23210 which indicates the amp high-side switch test failed, pointing to the 48v to brake, reporting on the axes controller setup (acu) board. Error 32100 was also confirmed indicating a brake voltage monitoring error, also reporting to the acu board. Installed proximal onto golden system where error 32101 was replicated on startup. Tested proximal in a patient side cart fixture test platform (pftp) where it failed to unlock all brakes. Installed golden acu board and unit passed all relevant testing. The complaint was replicated based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to electrical issues with the acu board, the vertical magnetic brake and horizontal magnetic brake located within the suj outer.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report an error 32100 on the screen and a message to disable universal surgical manipulator (usm) number four. Tse guided to perform a hard power cycle with emergency power off and breakers. When system was powered back on, error persisted. As system was not onsite in the beginning of the call, tse guided caller on how to get it back onsite, for log review. During log review, error #32100 showed, pointing to a voltage issue on usm 4. Tse guided caller to exercise usm 4 in different directions to see if issue could be resolved. But as issue persisted, surgeon decided to try to proceed with surgery using 3 usms. The procedure was completed with no reported injury.